Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead.

Event description:
Additional information was received from the patient reporting that their device quite working and it wouldn¿t turn on. They stated that they had been trying to meet with a manufacturing representative (rep) but had been unsuccessful. They indicated that they were waiting to hear back from a rep. The patient also indicated that they had called in before about this issue, which was confirmed by patient services. It was reported that the patient had damage to their nerves which was unrelated to their device/therapy. It was reported that the stimulator had been helping to treat that, however since the stimulator had not been working, they had pain in their legs. It was recommended that the patient reach out to their healthcare provider (hcp) to see if they can schedule an appointment with a manufacturing representative (rep) to check their device. The patient stated that they had already tried this and had been trying to meet with a rep since (B)(6) 2016, but had been unsuccessful at doing so through their hcp.it was reported that the event occurred ¿probably in (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported starting four months ago they were unable to turn stimulation up or down and were getting poor communication. The consumer changed the batteries in the patient programmer (pp) but it didn¿t resolve the issue so they were looking to meet with a manufacturer¿s representative (rep) to check the battery to see if it was dead as they had been ¿miserable for months and missed it.¿ the consumer further reported 2.5-3 months ago they were in a handicap door which closed on them and ¿hit their wiring.¿ it was noted the consumer had been getting a lot of pain, which had been ¿on and off forever,¿ which stimulation had been helping with, but since it stopped working it wasn¿t helping the nerve pain and they were unable to get comfortable at night. According to the consumer the pain had a gradual onset but was worse on the right side, but was usually worse on the left side, with the pain going from the middle of the back all the way down the leg. It was noted initially the issue was intermittent, wh ere the left side was hardly doing anything but the right side worked and then slowed down, but now there was nothing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.